Manufacturer narrative:
This product is not expected to be returned for a post market evaluation. If new information is received, a follow-up report will be submitted.

Event description:
Boston scientific received information that this patient received shocks; however, the energy output at 31 joules was not adequate to convert the rhythm. As a result, the patient did not feel well and was brought to the hospital. Upon arrival, the patient's rate was 38 bpm with oversensed noise observed via electrogram review. The noise was post-shock delivery and did not contribute to the therapy decision. The bsc field representative recommended reprogramming the device to 41 joule shock output. Case investigation revealed this patient declined additional medical intervention and was discharged with a 'do not resuscitate' (dnr) order. Subsequently, the patient expired two days later due to end stage cardiomyopathy. No allegations from the physician that product performance caused or contributed to the clinical outcome.